Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a little defect. Boston scientific technical services (ts) then advised the patient to contact physician. Attempt to obtain additional pertinent information was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.